Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a cracked input disk. The complaint was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have the life indictor broken. The housing was removed and found the life indicator broken off and was returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted umbilical hernia surgical procedure, the fenestrated bipolar forceps had a broken tip. The procedure was completed with no reported injury.